Manufacturer narrative:
Not returned. (B)(4).

Event description:
It was reported that patient presented in the ER with hematoma post unrelated lead revision procedure. Patient was admitted and elastic bandages for pressure was used. Patient was monitored for 24 hours. After being discharged with resolution of hematoma, patient returned back to ER with re-occurrence of bleeding. Patient was admitted again for prophylactic antibiotherapy and draped with elastic pressure microfoam achieving hemostasis. Patient was discharged in stable condition and will continue to be followed-up.